Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device battery had depleted prematurely due high capture threshold on the left ventricular lead. It was also noted that the lead exhibited high capture thresholds since implant. The lead was explanted and replaced. The patient was discharged post procedure.